Event description:
A malfunction was reported on the pump, which caused the customer's blood glucose level to exceed 500 mg/dl, although the specific value was only noted as "high." The customer had not taken any actions yet to address the high blood glucose level because they needed to charge the glucometer. Technical support provided pump reset information and assisted the customer with resetting the pump.